Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the u/d lock lever broken, the ccd module cloudy (not clear view), the insertion flexible tube (ift) perforated, the remote control buttons perforated, the light guide cable buckled, the light guide cable for prong buckled, the bending rubber dirty, the objective lens unit dirty, and the u/d knob white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.